Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she had unable to fill the reservoir and remove plunger rod on the insulin pump. The customer's blood glucose level was 36 mg/dl. The customer stated that had not seek emergency medical assistance because she does not believe that the insulin pump was the cause of the low blood glucose, but rather the adjustments that health care provider was made. The troubleshooting was performed. The customer was advised that the 3 reservoirs and 6 infusion set need to be return because of damaged and missing introducer needle. The customer was advised that we will sent replacement on sets and reservoirs.